Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil on the right was more deeply embedded on the right/essure device was note embedded into the cornua') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, nickel sensitivity, umbilical hernia repair, ovarian cyst, abnormal uterine bleeding, uterine fibroid and endometriosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic bilateral salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown. The reporter considered abnormal uterine bleeding and embedded device to be related to essure. The reporter commented: product removal date updated (B)(6) 2016 (as per sd). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2022: mr received. Reporter information, patient middle name and medical history added. Previously reported event medical device removal updated to essure micro-insert embedded. Product removal details (date and surgery) updated. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.